Manufacturer narrative:
The reported resistance, capture, and sensing anomalies were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the reported anomalies could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture and sensing and low lead impedance were observed during a follow up check. The device was explanted and replaced. It was also noted that the atrial lead pin had moved when the physician went in to replace the device. The patient is doing fine.